Event description:
It was reported that the patient's pump was implanted over 10 years prior to the report and the patient had the pump "deactivated" about three years after implantation. The caller was unsure why the pump was deactivated and stated that it was a risky operation to remove the pump so it was better to just turn it off. The patient returned to oral medication at this time. The caller stated that lately the patient had been experiencing physical discomfort in her abdomen around the pump. Due to the patient's increased age, loss of weight and muscle structure, the patient and her doctor believed that the discomfort may have been due to the pump moving out of place and pressing against something causing pain. The caller stated that the patient has a constant, daily pain and the clinic had done everything to diagnose the problem; "they've scanned her, they've tested her, and this is the only thing that seems like it could still be a problem." The patient's physician was considering removing the pump; however, the caller wanted to search for a physician more experienced with the pump to perform the operation. The device system was initially used to deliver morphine but was no longer active.

Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l54365, implanted: (B)(6) 1998. Product type: catheter. (B)(4).